Event description:
It was reported that there was a thermal event.

Manufacturer narrative:
The investigation was previously closed based on product not received; however, the product has now been physically received at stryker endoscopy, USA and the investigation has been re-opened. Investigation as follows is now based on product received. Alleged failure: subject: light cable. Team, customer has a bad safelight cable. S/n: (B)(6), stays illuminated even when adapter is disconnected. Is it under warranty? If not, please start a complaint/investigation so I can send it in to be analyzed. Thank you! The failure(s) identified in the investigation is consistent with the complaint record. Probable root causes are: bad reed switch the product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that there was a thermal event.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.